Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD). The ICD inappropriately detected supraventricular tachycardia (svt) and delivered therapy. The device remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).